Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported would not auto restart after downstream occlusion which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high). The downstream sensor was found to be failing. The failed downstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.